Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the device had a cable problem. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated electric dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the electric dermatome by medicrea on (B)(6) 2018 revealed that the harness assembly plug was corroded. The motor speed was within calibration and the control bar was not in the correct position. The calibration was out of specifications at the zero setting only. The blade was not in the correct position. The customer did not return a power supply for evaluation. The attached picture also shows the cable on the cord is detached from the plug on the device. Repair of the electric dermatome was performed by medicrea on october 25, 2018 which included replacement of the bearings, spring seal, motor, plug harness assembly, seal/strain relief, and thickness control shaft. Electric dermatome, serial number 206691, was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review the plug harness assembly was corroded and the cable around the cord was detached from the device. The cause of the cable issue was due to the plug harness assembly being corroded the cable coming apart from the device. The root cause of the cable issue could not be determined with the provided information since it is unknown how the corrosion or damage to the cable occurred. The issue was resolved with the replaced plug harness assembly. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that there was a cable problem found during cleaning. A picture of the cable showed that the insulation of the wire was frayed. No adverse events were reported as a result of this malfunction.